Manufacturer narrative:
A2 age and a4 weight are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 70-year-old male with severe tricuspid regurgitation and mitral regurgitation, presenting in cardiogenic shock consistent with scai stage c, underwent impella cp placement via percutaneous femoral arterial access on (B)(6) 2026 for pre-operative hemodynamic support, with a plan to proceed to surgery once stabilized. On day six of support, while the patient remained sedated but was able to move his lower limbs, the purge side arm¿secured around the patient¿s knee¿broke, reportedly due to knee movement. The breakage resulted in detachment of the connection between the pressure reservoir and purge filter, triggering a high purge pressure alarm with reported purge pressure of 1045 mmhg and purge flow less than 1 ml/hr, and an average motor current of 690 ma. Anticoagulation was maintained with act between 160¿180 seconds. Due to the purge side arm breakage and the duration of support, the impella cp pump was explanted on (B)(6) 2026 and replaced with an impella 5.5 (sn (B)(6)). The patient survived the event with no reported adverse clinical sequelae attributed to the device issue and remained on support with the impella 5.5. Based on available information, the purge side arm breakage was associated with patient movement while the line was secured near the knee, leading to elevated purge pressure and necessitating device replacement. The event did not result in patient harm, and support was successfully continued with an escalated impella 5.5 system.

Manufacturer narrative:
D9. Is device returned to manufacturer? And date device returned to manufacturer added.

Manufacturer narrative:
Additional information received and the following fields were updated based on the new information. B2, date of death, b5.

Event description:
This case was escalated from cp to 5.5. Circulatory support was provided using the impella 5.5 for 31 days. Please see below for the response to your inquiries. Cause of patient's death was pneumonia.

Manufacturer narrative:
B5 updated with additional information regarding the patient outcome of death. B2 updated to death. The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted. H1 and h6 updated to reflect the outcome of death.

Event description:
Clinical narrative update: additional information provided on 24jun2026, the patient expired. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage c shock on multiple inotropes and pressors and was ventilated for respiratory support.